Event description:
It was reported bleeding occurred during a sphincterotomy procedure. An unidentified procedure was performed to repair an injury and the pt was transferred to the intensive care unit where they spent five days. The pt has since been discharged. No further details are available with regards to the circumstances surrounding this event. The device was returned and evaluated by this MFR. The green paint on the distal tip of the catheter shaft appeared to have been scratched off, but otherwise no other damage to the device was noted. Without further details co is unable to determine the cause for this event. However, since no malfunction of the device was reported or noted on eval co believes this event is procedure related rather than device related.